Event description:
It was reported that the patient developed a staphylococcal infection which was related to the device. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2020. D6b: explant date: (B)(6) 2020.